Manufacturer narrative:
The suspect medical device reported in this MDR form should not have been reported on a 3500a MDR form as it has not caused a serious injury or permanent impairment.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was discarded by the medical facility and will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was discarded by the medical facility and will not be returned. No further information could be obtained despite good faith efforts.